Event description:
A consumer reported that during intraocular lens (iol) implant surgery, her surgeon told her that the iol tore the posterior capsule. She stated the surgeon reported he removed the lens and replaced it with a sulcus lens. She now has decreased vision and low eye pressure. In a follow up, the surgeon reported the case was essentially finished. The viscoelastic had been removed and he was in the process of hydrating the corneal incision when he noted the previously intact posterior chamber "actually tearing." He removed the monofocal lens, performed an anterior vitrectomy, and placed a sulcus lens. The surgeon reported the event resolved with treatment (for the monofocal lens - the lens exchange). The surgeon reported the event resolved without treatment for the sulcus lens. The patient's intraocular pressure was noted to be the same as preoperative, 16 mm hg, at ten days postoperative and the bcva was 20/25. There are two medical device reports associated with this event. This report is for the second (sulcus) lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 03/20/2012 and 03/28/2012 by phone, fax, and mail. A completed questionnaire was received on 04/03/2012. (B)(4).